Event description:
Crna(certified registered nurse anesthetist) noticed that after use of the monoject blunt tip needle to withdraw propofol from the vial, he noticed pieces of the rubber stopper floating in the syringe and the vial of propofol.